Event description:
It was reported that the rn initiated a gravity infusion of sodium chloride 0.9% 250ml infusing at a rate of 20ml/hour. As the rn began to administer pre-medications prior to the initiation of a chemotherapy infusion, the nurse noticed that IV fluids were leaking from the upper fitment. The rn noticed the leaking prior to administering any other medications. The customer further reported that there were no adverse events caused to the adult patient from the event.

Manufacturer narrative:
The customer¿s report that the IV fluids were leaking from the upper fitment was confirmed. The set was visually inspected and clear liquid was observed within the tubing throughout the entire set. Functional testing produced a leak from a lateral crack on the upper fitment. Closer inspection of the crack under a lab microscope determined it to be 0.4725 inches in length. The root cause of the crack was identified as an issue from manufacturing assembly practices.

Manufacturer narrative:
Concomitant medical products: one used unknown bd concomitant; two curos caps. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided, however the customer stated that the patient was an adult patient.

Event description:
It was reported that the rn initiated a gravity infusion of sodium chloride 0.9% 250ml infusing at a rate of 20ml/hour. As the rn began to administer pre-medications prior to the initiation of a chemotherapy infusion, the nurse noticed that IV fluids were leaking from the upper fitment. The rn noticed the leaking prior to administering any other medications. The customer further reported that there were no adverse events caused to the adult patient from the event.